Event description:
Customer reported an issue with a medical device, specifically alarm notifications indicating occlusion. There was no adverse impact to the customer's blood glucose level. Technical support instructed actions to troubleshoot, such as disconnecting and tightening tubing and delivering boluses. Despite these steps, alarms recurred. As a resolution, technical support assisted in loading a new cartridge, confirmed shipping information, and arranged for a pump replacement while ensuring the customer would use a backup therapy.